Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/06/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s mother stated the patient experienced irritated skin. On (B)(6) 2017 the patient visited the (B)(6) center and was prescribed hydrocortisone cream and lidocaine numbing cream for the skin reaction. At the time of contact, it was indicated that the patient was healthy. No additional event or patient information is available.